Manufacturer narrative:
We are working on the device history record (DHR) and UDI information. Once we get more information, it will be submitted in a supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a coolflow tubing set where foreign material was observed in or on the tube. It is not known if the material was on the inside or the outside of the tubing set. After installing the tubing, but prior to using it on the patient, a small piece of foreign material was noticed near the seal. No information is available regarding what the foreign material may have been. The tubing set was replaced, and the case was completed without any patient consequence. If foreign material is present inside of a tubing set, it presents a risk of embolism or stroke. As a result, this event is MDR reportable.

Manufacturer narrative:
On 6/22/2017, biosense webster received the device history record review from the device manufacturer. The UDI, manufacturing and expiry date fields have been updated. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 7/17/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a coolflow tubing set where foreign material was observed in or on the tube. The product was visually inspected upon receipt, and was found in good condition. A flow test was performed, and the device passed all specifications. No errors populated, and no bubbles/foreign material were found in the tubing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.